Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 19, the implant had not achieved osseointegration in type ii bone. Clinician reports mobility during torquing. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 19, the implant had not achieved osseointegration in type ii bone. Clinician reports mobility during torquing. The product will be forwarded to the manufacturer for investigation. There were no reported complications.